Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation indicated that the right atrial (ra) lead exhibited noise oversensing resulted in inappropriate mode switch. Additionally, the ra lead also demonstrated undersensing due to small p waves, limiting atrial sensitivity adjustments. The ra lead was explanted and replaced. The patient was in stable condition.